Manufacturer narrative:
Retainer ring = missing. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked battery tube threads, cracked case corner of belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.